Manufacturer narrative:
(B)(4). The customer observed no gas leaks. They did attempt a second calibration and the calibrations were performed immediately prior to case.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) was unable to calibrate with a message 02 sensor out of range. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that o2 sensor was not calibrating after numerous attempts. The o2 sensor was replaced. The unit operated to the manufacturer¿s specifications.

Event description:
Additional information received indicates that there was no delay in the procedure. Per clinical review on (B)(6) 2017: during set-up of the cardiopulmonary bypass (cpb) circuit, the electronic patient gas system (epgs) was attempted to be calibrated but an oxygen (o2) sensor out of range status message was posted and calibration was not able to be completed. As there was adequate time before the procedure started, the system-1 was changed out with a replacement. According to the perfusionist, this did not delay the procedure. The case was completed successfully with no patient harm. This occurred during set-up with no patient exposure.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the returned oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). Connected the epgs to o2 and air, entered a perfusion screen on the ccm. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.94 volts which is within the specification of .55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.